Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during injection, 1 syringe of juvéderm® ultra xc had a "hairline fracture on top and it blew the needle off". Patient contact was made. No injuries were reported. The packaged needle was used.